Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system cat5 aspiration catheter (cat5). During the procedure, the physician did not encounter any friction while using the cat5 but indicated that it was tight because of the valve. However, they were able to advance the cat5 through the other manufacturer's sheath using the peelable sheath. While removing thrombus in a segment of the sfa, the physician felt that the thrombus was invested in the cat5 and began to retract the cat5 with the aspiration on. While retracting the cat5 from the sheath, the physician noticed under flouroscopy, that the cat5 appeared to be fractured. The physician was then able to remove the cat5 from the patient and confirmed that the thrombus was inside the cat5 and that the cat5 was indeed fractured. The procedure was successfully completed at this point. There was no report of an adverse effect to the patient.